Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade cracked and with a hot spot. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the shears gave a steady tone from the generator. A new, like instrument worked fine for the rest of the case. There was no pt consequence.